Event description:
It was reported that the right ventricular lead exhibited an increase in capture threshold to an unacceptable value. The lead was explanted and replaced after repositioning was unsuccessful, and the patient will continue to be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.